Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 15-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had perforated our client¿s left fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced urinary tract infection ("urinary tract infections"), muscle spasms ("spasms between periods") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, urinary tract infection, muscle spasms and fatigue outcome was unknown. The reporter considered fallopian tube perforation, fatigue, muscle spasms and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 15-jul-2020: reporter lawyer added. Events fallopian tube perforation, urinary tract infection, spasms, fatigue added. Event "started experiencing side effects" deleted. Product tab updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 14-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had perforated our client¿s left fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced urinary tract infection ("urinary tract infections"), muscle spasms ("spasms between periods") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, urinary tract infection, muscle spasms and fatigue outcome was unknown. The reporter considered fallopian tube perforation, fatigue, muscle spasms, and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this record was detected to be a duplicate to record # us-bayer-(B)(4)-english language social media report with no reporter country mentioned (medwatch 3500a MFR number 2951250-2019-13949) - that will be deleted from bayer safety database after all information was transferred to this duplicate record from great britain # gb-bayer-(B)(4) which will be retained. New: 2 social media reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 21-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had perforated our client¿s left fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced urinary tract infection ("urinary tract infections"), muscle spasms ("spasms between periods") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, urinary tract infection, muscle spasms and fatigue outcome was unknown. The reporter considered fallopian tube perforation, fatigue, muscle spasms and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 15-jan-2019. The most recent information was received on 14-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device had perforated our client¿s left fallopian tube') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced urinary tract infection ("urinary tract infections"), muscle spasms ("spasms between periods") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, urinary tract infection, muscle spasms and fatigue outcome was unknown. The reporter considered fallopian tube perforation, fatigue, muscle spasms and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 14-aug-2020: this record was detected to be a duplicate to record # us-bayer-(B)(4) -english language social media report with no reporter country mentioned (medwatch 3500a MFR number 2951250-2019-13949) - that will be deleted from bayer safety database after all information was transferred to this duplicate record from great britain # gb-bayer-(B)(4) which will be retained. New: 2 social media reporters were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.